Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, though a green line of communication was established between imaging system and navigation system images were not being sent over. A "waiting for image to be transferred" message would appear but the image would not show on navigation station. Site brought in another navigation system and manually pushed the images. Site were able to continue with case. It was reported that there were 2 unused spins. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.